Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.130.302, lot: f-27075, manufacturing site:(B)(4). Supplier: (B)(4). Release to warehouse date: jun 06, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal radius fracture with the two drill bits in question. During the drilling, the first drill bit broke. When the surgeon drilled another hole with the second drill bit, the second drill bit broke. The fragments of the drill bits remained in the body, because the surgeon thought it is difficult to remove them. The surgeon commented that the second drill bit broke because the drill bit interfered with a k-wire which was used to fix temporarily. Surgery was delayed 30 minutes. Patient outcome after the procedure were unknown. Concomitant devices reported: unknown guide/compression/k-wires (part# unknown, lot# unknown, quantity# 1). This report is for 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review information: part/lot combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown guide/compression/k-wires (part# unknown, lot# unknown, quantity# 1) va locking plate 2.0 12ho straight l71 ti (part# 04.130.351s, lot# 4l56753, quantity# 1).